Event description:
In 2004, the patient contacted lifescan alleging that their in duo meter was reading inaccurately high. The medical affairs specialist spoke with the pt in 11/2004. The pt stated that they no longer feel symptoms of high or low blood glucose. They have been seeing physician weekly. They take 14 units of lantus insulin every evening and novolog insulin adjusted before meals. They adjust the novolog insulin to cover carbohydrates in their meals, they add units of novolog to cover blood glucose readings greater than 121 mg/dl. In the evening, they took lantus 14 units as usual. Before breakfast they obtained a result of 159 mg/dl on the reported meter. They took insulin to cover breakfast and added 5 units of novolog insulin based on the meter reading. Before lunch, at 11:30 am, they obtained a result of 105 mg/dl on the meter while experiencing no symptoms of low or high blood glucose level. They took insulin to cover their lunch and ate lunch. At about 3:00pm, the pt's family member found pt asleep and had a hard time rousing them. The pt was very "groggy and confused." Their family members tested their blood glucose with the reported meter and obtained a result of 174 mg/dl. Their family member gave them no food or medicine and called emt; about 15 minutes later, a result of 44 mg/dl was obtained on the emt meter. Emt treated them with oral glucose, juice, and food. The pt felt better and emt left within one hour. The customer service rep did not walk the pt through a control solution test because the pt was not sure when the control solution has been opened. The pt did not allege harm. Based on the info provided by the pt, there is an indication that the pt experienced injury and medical intervention due to the meter. As the csr was not able to complete troubleshooting, there is no indication that the product malfunctioned. The meter, test strips, and control solution were replaced.